Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 800 pro analyzer, and identified the failure mode as multiple hardware. The fse replaced the sample probe, ise tubing, ratio pump and cap piercer which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results on their unicel dxc 800 pro analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.